Event description:
It was reported to covidien in 2009 that a customer had an issue with a catheter, continuous flow. Customer states that trellis procedure was done the day prior to contact. After the first run, the trellis was repositioned for a second run. During the inflation of the distal balloon, the balloon burst. A second trellis was used to complete the procedure. The doctor then completed adjunctive procedure. It was reported that this pt passed away the same day covidien was contacted, at approx 3 am.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.